Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was used during a procedure on (B)(6), 2005. According to the complainant, the patient suffered "serious bodily injuries." The exact nature of the injuries is unknown. The patient was also implanted with a vaginal vault prolapse repair device and a cystocele repair device. These were not boston scientific devices. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.